Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. This is the second call regarding power error detected within four hours of trouble shooting the previous occurrence. The first call regarding power error detected the customer was explained the internal power source is unable to charge. Disconnect. Clear alarm. Is the pump software 2.6, the customer responded no. The customer was advised to remove battery and monitor the notification light. The customer was asked did the notification light stop flashing immediately, the customer¿s response no. The customer was advice customer to wait until the light stops flashing about 10 minutes later. Enter new battery. Clear alarms. Update time and date. Ensure that customer is still disconnected. Complete the reservoir and tubing process. The customer was advised since this is the second call the insulin pump will be replaced. The insulin pump will be returned for product analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm. Unable to determine root cause of pump error due to insulin pump was destroyed by the mill cutter. Insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.